Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with belt) has been confirmed. As received, the monitor was unable to communicate. Upon evaluation, there was corrosion on the (B)(4) connector on the auxiliary pca board. The cause of the inability to communicate is the corroded connector. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to communicate.